Event description:
Martin arm pan - it was determined that the container basket is made of stainless steel, yet the latches are made of aluminum. Reprocessing of these dissimilar metals resulted in electrolytic corrosion. The current version is aluminum with stainless steel latches, the combination of these alloys is most likely the cause of the corrosion seen in the image below.